Event description:
A letter was received by the manufacturer from a pt's attorney stating that the implanted intraocular lens is causing his client visual problems such as glare, halos, shadow perception and excessive spherical aberrations. Pt's implant physician was unaware of this event until informed by the manufacturer. The lens remains implanted.

Manufacturer narrative:
The manufacturer will continue in it's efforts to obtain additional info. Product history records indicate the product met release criteria. There have been no other complaints received for this lot number.